Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 had multiple cubies with errors. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the drawer 1.2 had experienced errors across multiple cubies. The field service engineer (fse) inspected the enhanced half-height drawer 1.2 and found no failed components initially. However, when the drawer was accessed in diagnostics, the drawer failure was reproduced. The station was powered off, the row board cable was reseated, and a damaged retractor band was replaced. The drawer was then tested in diagnostics, and no further issues were observed. The system functioned as intended after field service engineer repaired the device.